Event description:
It was reported that the patient experienced nine sets infusion set failures from the same box did not adhere to the skin and pulled out with the serter during insertion on (B)(6) 2026.

Manufacturer narrative:
MDR 8021545-2026-04412 / initial 8 of 9. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.